Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
2/11/1999- supplemental report sent to FDA.